Event description:
It was reported during a procedure to treat recanalization of the aneurysm as the coil was advanced through the microcatheter, it stretched and broke. The procedure was successfully completed. There was no reported clinical consequence to the patient.